Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not respond to the attached external paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The multi-function cable used at the time of the reported event was not returned to zoll for eval as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.